Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the patient transfer from the bed to the chair one of the loops of the repositioning sling ripped completely from the main body of the sling and the patient fell on the bed. The patient involved in the incident was a female with the weight (B)(6) and received no injuries as a consequence of the event. Ref MFR report 9681684-2014-00041.